Event description:
Customer reported an erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range. The test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were lithium heparin plasma collected in tubes without a gel separator and centrifuged for ten minutes at 3000 at 12 degrees celsius. Samples were aliquoted from the primary collection tube into 3ml sample cups for analysis. The sample was drawn off-site and was a full draw; no issues were noted with the sample. Qc and system information was not provided. On (B)(4) 2009, the field service engineer performed the type 1 cf (customer feedback) protocol service assays, all passed within instrument specifications, no issues noted. Reviewed the customer's event log and there were no system errors posted in conjunction with the event. Performed a 100 replicate precision test using pooled low tsh patient samples which passed within expectations of the assay with a 3.74%cv. A national hardware specialist performed a carryover test which passed within instrument specifications. Inspected peri-pump tubing and verified the peri-pump cartridge order. Checked the pipettor alignments and adjusted the alignment to the wash station and reagent packs. Completed ultrasonic adjustments to the transducer. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.